Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had extensive back surgery in (B)(6) they were involve in a car accident where they sustained multiple injuries (broken shoulder). The patient noted that the stimulation from their implantable neurostimulator (ins) was not helping their back like they would like although it was mentioned that they did not think the stimulation had changed. Impedances were checked by the manufacturer¿s representative and all were within normal limits. The patient was reprogrammed to capture more of their back and the representative was able to get some coverage to the back as well as bilateral to the legs. The patient was given 2 new programs one of which was high density (hd). No surgical interventions occurred and or were planned. It was unknown if the issue was resolved but the patient status was noted as ¿alive ¿ no injury¿.